Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a display (dim/fading/color spectrum) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the reported dim/faded/color spectrum issue with the display screen issue was not duplicated during investigation. The display had normal tint and was found to be clear and legible. The battery cap was not returned; therefore, a test battery cap was used to complete investigation.